Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead revision procedure,  the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.